Event description:
It was reported that the balloon failed to deflate. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the sixth inflation at 6 atmospheres for 30 seconds, the balloon failed to deflate. With the balloon still inflated, it was compressed with fingers to reduce its size. After 30 seconds, the balloon was able to deflate, and the device was simply removed from the patient's body. The device remained in a deflated state during the removal. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the reported device was returned to our post market quality assurance laboratory. A visual and tactile examination identified that the shaft was noted to be damaged. A visual examination of the returned device identified that the balloon was received partially inflated. The investigator was unable to deflate the balloon due to the damaged shaft. The blades of the device were visually examined, and no issues were noted. All blades were present and fully bonded to the balloon surface. A visual examination found no issue with the markerbands and tip of the device. This concludes the product analysis.

Event description:
It was reported that the balloon failed to deflate. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the sixth inflation at 6 atmospheres for 30 seconds, the balloon failed to deflate. With the balloon still inflated, it was compressed with fingers to reduce its size. After 30 seconds, the balloon was able to deflate, and the device was simply removed from the patient's body. The device remained in a deflated state during the removal. The procedure was completed with another of the same device. There were no patient complications as a result of this event.